Event description:
The pt (B)(6) was implanted with two lead extensions (same lot) on (B)(6) 2011. It was reported the pt experienced a reduction in stimulation following a recent fall. Surgical intervention was undertaken on (B)(6) 2011 to address this issue. Intraoperative testing of the lead extensions found high impedance measurements. As such, the devices were replaced. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Evaluation results: all the wires on both leads were broken in the extension header. The broken wires were consistent with an overstress condition the lead was subjected while implanted. No functional testing could be performed due to the broken wires. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.